Manufacturer narrative:
Manufacturing evaluation: no further detailed information were provided regarding the different components. We did not receive the prosthesis for an investigation. Investigation - failure description no product at hand, therefore a failure description is not possible. Investigation - no product at hand, therefore an investigation is not possible. Batch history review - due to a lack of information regarding a lot number, a review of the device history records is not possible. Conclusion and root cause - based on the information available, the root cause is most probably usage related. Rationale - due to the fact that we did not receive sufficient information regarding the product nor the product itself for investigation, the root cause anaylsis must remain incomplete. Based on our experience, micro movements between the neck adapter and the metal stem could facilitate an ion contribution. Micro movements can be triggered due to tissue residues within the cone/stem connection intraoperatively. The surgeon have to ensure that the cone is clean and rinsed according to the instructions for use (IFU) valid at the time of the primary surgery. Furthermore an overload situation after the surgery can also lead to micro movements and therefore to an ion contribution. However, we have not enough information to fully evaluate this case, e.g. We do not know if the patient have another prosthesis etc. If we receive more information or the product, this case will be re-opened. Corrective action - a CAPA is not necessary according to sop sa-de13-m-4-2-04-000-0 (corrective action and preventive action).

Manufacturer narrative:
Associated medwatches: 400450880 - nc088k - 51555649; 400466520 - nc082t- 51540632; 400466521 - nc088k - 51623012; 400466522 - nc082t - 51586516. Investigation results: right hip: nc088k - metha neck 12/14 135°/0° - batch: 51623012 - device manufacturing date: 12 february 2010. Nc082t - metha short hip stem cap size 2 - batch: 51586516 - device manufacturing date: 21 october 2009. Left hip: nc088k - metha neck 12/14 135°/0° - batch: 51555649 - device manufacturing date: 09 april 2009. Nc082t - metha short hip stem cap size 2 - batch: 51540632 - device manufacturing date: 20 march 2009. We did not receive the prothesis for an investigation. It remained unclear if one or both prothesis have been explanted. On the basis of the provided information, both aesculap prothesis have been combined with components from competitors. Investigation: no product at hand, therefore a failure description is not possible. Batch history review: the device history records have been checked for the available lot numbers and found to be according to the specification, valid at the time of production. No further complaints registered against the same lot numbers. Conclusion and root cause: based on the information available, the root cause is most probably usage related. Rationale: due to the fact that we did not receive sufficient information regarding the product nor the product itself for investigation, the root cause analysis must remain incomplete. Based on our experience, micro movements between the neck adapter and the metal stem could facilitate an iron contribution. Micro movements can be triggered due to tissue residues within the cone/stem connection intraoperatively. The surgeon have to ensure that the cone is clean and rinsed. Furthermore an overload situation after the surgery can also lead to micro movements and therefore to an ion contribution. Additionally, based on the provided information, aesculap products were mixed with competitor products. Such combinations are not tested by aesculap and should be avoided however, we have not enough information to fully evaluate this case, e.g. We do not know if the patient have another prosthesis etc. If we receive more information or the product, this case will be re-evaluated.

Manufacturer narrative:
Manufacturing site evaluation: we received a complaint about a metha modular hip prosthesis (article / lot number was not provided). According to the provided information, it came to a revision surgery of the total hip arthroplasty due to an metallosis. Investigation results: no product at hand. Therefore a failure description and an investigation are not possible. Batch history review: due to a lack of information regarding a lot number, a review of the device history records is not possible. Conclusion and root cause: based on the information available, the root cause is most probably usage related. Rationale: due to the fact that we did not receive sufficient information regarding the product nor the product itself for investigation, the root cause anaylsis must remain incomplete. Based on our experience, micro movements between the neck adapter and the metal stem could facilitate an ion contribution. Micro movements can be triggered due to tissue residues within the cone/stem connection intraoperatively. The surgeon have to ensure that the cone is clean and rinsed according to the instructions for use (IFU) valid at the time of the primary surgery. Furthermore an overload situation after the surgery can also lead to micro movements and therefore to an ion contribution.

Event description:
It was reported that there was an issue with product a metha hip prothesis. The device code is unknown. On 10.07.2009 the patient was advised to receive a surgery to treat the left hip coxarthrosis. On 30.03.2010 the same was advised for the right hip. Following both surgeries the patient suffered from unspecified "severe and permanent consequences", due to metallosis caused by the defective prosthesis. The patient was treated by a physician and revision(s) were performed. A revision surgery was necessary. The adverse event is filed under aag (B)(4).

Event description:
Additional information received on 12.17.2020: we have following involved components: 400466520 - (B)(4) - 51540632. 400466521 - (B)(4) - 51623012. 400466522 - (B)(4) - 51586516.

Manufacturer narrative:
If we have new information we will do a update for this report.